Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -16.0/2.0/083 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length/model and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).